Manufacturer narrative:
Patient details unavailable at the time of this report, this report is submitted on august 03, 2017. (B)(4).

Event description:
It was reported that the patient experienced infection, skin overgrowth and pain at the abutment site. Subsequently, the abutment was removed on (B)(6) 2017.